Event description:
Additional information received from the neurosurgeon that there was no further assessment for the report status epilepticus and the vagus nerve damage. It was noted that the patient's vagus nerve looked fine at surgery. The explanted lead underwent product analysis. Note that since a portion of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead potions.

Event description:
Generator analysis was completed and approved. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.997 volts, and the memory locations on the generator indicated that 15.008% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator. The patient then alleged that the vns caused him to go into status epilepticus prior to explant and caused damage to his nerve which has caused him to now , post explant, experience an increase in seizures. Follow-up was done with the patient's neurologist and neurosurgeon and they were not aware of the events, so no assessment could be provided to date. No other relevant information has been received to date.

Event description:
Information was obtained indicating that the referral for explant was for patient comfort only and due to lack of efficacy. The patient underwent surgery and both their generator and lead was explanted. Internal data was received and reviewed for the generator and the generator was confirmed to be functioning within normal limits. The explanted devices have not been received by the manufacturer to date.

Event description:
The patient reported an event where they felt there device going off constantly and the stimulation was very painful for them. The patient then went to see their neurologist and had their device disabled and then was referred for an explant. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted generator and lead were received, but product analysis is still underway.